Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4). Multiple mdrs were filed for this event (reference 0001825034-2017-02101 and 0002648920-2017-00209).

Event description:
It was reported that patient was revised approximately 1 month post-implantation due to infection. During the procedure, the acetabular liner and femoral head were removed and replaced. Attempts have been made, but no more information is available at this time.

Manufacturer narrative:
Medical devices: whynn lt triflange sz 25 ha cat: pm158074 lot: 332830; femoral head 12/14 36 x 0 cat: 00-8018-036-02 lot: 63357898; cpt 12/14 size 2 cocr xext cat: 00-8114-002-30 lot: 63225406. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.